Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. No kinks were detected on the iab catheter. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported kink and difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported by the customer that the physician attempted to insert 34 cc intra-aortic balloon (iab) through the a 7 french sheath. The sheath kinked and they tried a different sheath but the iab was too unraveled at this time to go through. A new iab and new sheath were used and the iab was inserted successfully. The sheath was not saved. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer that the physician attempted to insert 34 cc intra-aortic balloon (iab) through the a 7 french sheath. The sheath kinked and they tried a different sheath but the iab was too unraveled at this time to go through. A new iab and new sheath were used and the iab was inserted successfully. The sheath was not saved. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that the physician attempted to insert 34 cc intra-aortic balloon (iab) through the a 7 french sheath. The sheath kinked and they tried a different sheath but the iab was too unraveled at this time to go through. A new iab and new sheath were used and the iab was inserted successfully. The sheath was not saved. There was no reported injury to the patient.